Event description:
Facility has a 15 bed ventilator unit in nursing home. Since opening in 5/92 rptr has found recurrent problems with 17 of this co's ventilators. Thirteen out of the 17 ventilators (76%) have had problems. In general, the problems have been related to the ventilator's inability to deliver an appropriate tidal volume. In 13 out of 17 ventilators, the exhalation valve malfunctioned and needed replacement. In 3 out of 17 ventilators the flow valve malfunctioned. Two of the ventilators had both exhalation and flow valve malfunctions. In addition, two out of 17 ventilators were returned to the factory; one for a computer board (edm) failure and the other for a capacitor failure. Upon reviewing the attached report it becomes clear that there is a problem (or problems) with the ventilator that needs to be resolved by MFR. Rptr has asked MFR for an answer but has been offered no solution. This letter was precipitated when 3 of the ventilators malfunctioned during the weekend of 7/24/93, all with similar tidal volume problems. Thankfully rptr has not had any serious injury to pts to date. Add'l ser nos: 00501, 00507, 00534, 00635, 00513, 00521, 00505, 00115, 00112.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.